Manufacturer narrative:
H10: per additional information received, a reprocessing issue may have occurred in reference to the foreign material present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and auxiliary channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the ud-knob and s-body. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection states how to detect the event. IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope, wire was broken. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that air/water tube and jet tube have remaining foreign material from previous procedures. It was not possible to identify when the foreign material has been attached to the scope. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on upwards/downwards knob, water tightness is lost; due to a crack on scope body, water tightness is lost; air/water chase cylinder has no color; scope cylinder has no color; plate unit is deformed; due to a scratch on distal end plastic cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; adhesive around objective lens has discoloration; adhesive around light guide lens has discoloration; and adhesive on bending section cover or distal sheath rubber is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.